Event description:
It was reported that the customer had an alarm and had ran out of insulin. Customer went to change it, but the pump had an unresponsive keypad. Customer also had a blank display with a solid tone. Customer stated that they are using an (B)(6) aaa alkaline battery. Customer stated that the display did not return after changing the battery. Customer cleaned the battery contacts and the display did return. Customer could not clear the unexpected restart alarm since none of the buttons were working. Customer's blood glucose level was 111 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No blank display anomalies, no unexpected a21 alarms and no solid audio tone noted. The insulin pump powers up properly after battery installation operating currents are within specification. The insulin pump has minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.